Manufacturer narrative:
Device was used for treatment, not diagnosis. Event occurred in (B)(6) 2017, exact date of breakage unknown original event alert date (B)(6) 2017; on (B)(6) 2018 it was determined that part# needed to be added to the complaint. Lot number is unknown but may be l40993, l432360 or l547535 device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an initial osteosynthesis surgery occurred on (B)(6) 2017, for a distal radius fracture repair. One (1) plate and seven (7) screws were implanted. The initial surgery was completed successfully with no issues post-operatively on (B)(6) 2017 it was determined during rehabilitation that four (4) screws had broken. Subsequently, a revision surgery occurred on (B)(6) 2017 due to the device breakage. The broken screws were removed and the patient was revised to new screws and a new plate. A plaster slab was applied to the area. The procedure was completed successfully. Concomitant devices: lcp dist-radius plate (part# 442.464, lot# h258098, qty 1) cortex screw (part# 402.876, lot# 9647785, qty 1) locking screw (part# 412.814s, lot l425006, qty 1) locking screw (part# 412.816s, lot #unknown (l40993, l432360, or l547535), qty 1) this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional device procode: hrs. Corrected data: date of report, brand name, UDI #, PMA/510k. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Possible lot numbers provided are: l40993 / l432360 / l547535. Corresponding date of manufacture and expiration date are: unknown/ 6/9/2017 expiry date 5/1/2027/9/4/2017 expiry date 8/1/2017. As it is unknown which of the reported three (3) lot numbers does belong to this screw, we have reviewed as much as possible of the available DHR-documents which could be matched to the reported lot/article combinations. 412.816s / lot:l40993. DHR-review not possible as article number does not match to lot number. Part number: 412.816s, synthes lot number: l432360, release to warehouse date: 09.jun.2017 expiry date: 01.may.2027 , manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 412.816s, synthes lot number: l547535, release to warehouse date: 04.sep.2017 expiry date: 01.aug.2027, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. We have forwarded the received part to the responsible manufacturing site for investigation, as received condition of device: the head of the screw in question was received attached in the plate and its shaft was received in context of this investigation. Since four screws were received to investigate each one and the screws are broken between the head and the shaft it is not possible to match the head with each shaft. However, could be determined which shaft belongs to the article 412.816s. In this case, this type of screw is not laser marked during the manufacturing process because the screw has a very small head-dimension. The head of the screw in the plate and the shaft of the screw was received in a non-original synthes bag. Due to the lot number is unknown the material certificate could not be reviewed. There are two shafts that could belong to the article 412.816s as well as there are four heads which could not be matched to the two shafts. Since the screw heads could not be matched to these two shafts, the measurement results of all 4 heads and the two shafts were measured according to the drawing and have passed their specifications. Besides, during the manufacturing process, these relevant features are inspected and documented according to the inspection sheet. It is important to clarify that; this inspection sheet number applies for the whole product family. This complaint is rated as confirmed since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and all have passed the specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.